Manufacturer narrative:
Examination of return of used device item 60-5274-132 found the hook was detached from the body of the laparoscopic electrode with eschar-resistant coating. A root cause cannot be determined, however, based upon the evaluation of the device and the photo, a likely cause may be due to excessive force being used during removal of eschar from the tip. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 40 reports, regarding 41 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices(B)(4). Per the instructions for use, the user is advised the following: to avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-5274-132, laparoscopic electrode with eschar-resistant coating device was being used in a laparoscopic cholecystectomy procedure on (B)(6) 2024, and "the insulating cover fell off (this occurred outside the body, not inside the body)". The procedure was completed with an alternate same device and no reported delay. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-5274-132, laparoscopic electrode with eschar-resistant coating device was being used in a laparoscopic cholecystectomy procedure on (B)(6) 2024, and "the insulating cover fell off (this occurred outside the body, not inside the body)". The procedure was completed with an alternate same device and no reported delay. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.